Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. During evaluation, the pressure regulating balloon (prb) was tested and no leaks were found; however, foreign bodies were identified in the tubing, which prevented the pump from cycling properly. As a result, only the pump was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. During evaluation, the pressure regulating balloon (prb) was tested and no leaks were found; however, foreign bodies were identified in the tubing, which prevented the pump from cycling properly. As a result, only the pump was explanted and replaced. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4).